Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. Explant of the device was on (B)(6) 2021 and it was successfully replaced. The patient was in stable condition.

Manufacturer narrative:
Th reported event was prophylactic explant due to advisory. The device was returned for analysis. Electrical, thermal, mechanical, and longevity analysis was performed with no anomalies found. Furthermore, no anomaly was found on the header.